Manufacturer narrative:
(B)(6).

Event description:
The customer reported the device alarmed and stopped working during patient care due to a pressure regulation high reference failure. The customer reported this occurred on (B)(6) 2016. There was no patient harm.